Manufacturer narrative:
A supplemental MDR was filed to correct the imdrf codes, unique identifier (UDI) and labeled for single use.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 was not detected on bus. A field service engineer (fse) reconnected all the connections to resolve the issue. Fse logged into hardware test application and tested cubies and drawer. All drawers functioned normally. The system functioned as intended after the field service engineer had repaired the device.